Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving low readings on the adc freestyle libre sensor compared to hospital meter. Customer further reported receiving low readings since two days and on (B)(6) 2019 he received sensor reading between 5-9 mmol/l (90-162 mg/dl) and experienced nausea, vomiting and discomfort. Customer self presented to the hospital where a reading of 16.8 mmol/l (302 mg/dl) and ketone reading of over 5 was obtained on the hospital meter. Customer was diagnosed with diabetic ketoacidosis and was hospitalized and treated with unspecified units of insulin and potassium. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving low readings on the adc freestyle libre sensor compared to hospital meter. Customer further reported receiving low readings since two days and on (B)(6) 2019, he received sensor reading between 5-9 mmol/l (90-162 mg/dl) and experienced nausea, vomiting and discomfort. Customer self presented to the hospital where a reading of 16.8 mmol/l (302 mg/dl) and ketone reading of over 5 was obtained on the hospital meter. Customer was diagnosed with diabetic ketoacidosis and was hospitalized and treated with unspecified units of insulin and potassium. There was no report of death or permanent impairment associated with this event.